Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) has received the vessel sealer and completed the failure analysis investigation. The vessel sealer passed the recognition and engagement tests. The sealing issue could not be replicated or confirmed during testing. It also moved intuitively with the full range of motion delivered energy with no issue.

Manufacturer narrative:
The vessel sealer instrument has not been returned to isi. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer instrument was not sensing tissue and did not seal the tissue completely. The procedure was completed and there was no patient injury. Intuitive surgical inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.